Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed multiple different alarms. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting advised customer on the alarms. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump received with operating currents within spec. Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No motor communication error alarm or software error alarm noted. No cosmetic damage noted.